Event description:
The event is reported as: complaint reported as the following: "respiratory therapist discovered crack/split with cuff connection on expiratory side of circuit (B)(4) that connects to expiratory elbow". (Blue tubing was split) "circuit was being used on a pt on an avea ventilator". No pt injury.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.